Manufacturer narrative:
The customer has not returned the device. Since no product was returned, the investigation could not be completed. No testing could be performed since the device was not returned and the device lot number was not provided. A review of complaints did not identify any non-conformance related to the customer's allegation. A review of the batch record for the lancet lot number provided was performed and no deviations were observed.

Manufacturer narrative:
The manufacturer site information could not be determined based on the lot number provided by the customer. (B)(4).

Event description:
The customer initially called complaining of error messages with her coaguchek xs meter. During troubleshooting, the customer mentioned having trouble getting a blood sample with her accu-chek softclix lancet device. The customer stated the lancet was seated properly and the end cap was correctly placed on the device. The customer was advised to increase the setting to 5.5. The customer then stated a lancet was protruding from the end cap of the device before firing. The customer mentioned that the ejector sleeve may not have been pushed down properly. No adverse event occurred. The accu-chek softlcix lancets lot number was 10516116 with an expiration date of 09/30/2019. The lancet device and lancets were requested for investigation.